Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Retrofit to failure: (B)(4). No patient or user harm was reported.

Manufacturer narrative:
Date rec¿d by MFR : 07aug2019, date of report : 13aug2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.